Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial#: (B)(4), product type: implantable neurostimulator. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6)2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding their implantable neurostimulator (ins). It was reported that the device was replaced in 2016. Ins charge was lasting for only like 2 hrs. She could charge the ins but ins did not keep the charge. The issue started happening pretty quickly in 2016. It took her probably 2 weeks to get to hcp and another week to wait for a surgery. It was reviewed with the patient that manufacturer records show only lead was replaced. Patient did not know the serial or the model number. Pt confirmed she has 97740. Pt now needs an MRI. Pt tried on the call but was not able to go into MRI mode, patient programmer showed to charge ins. Reviewed to charge ins first and then attempt MRI mode again. Pt says she had another ins put in 2016. Additional information was noted from 2016 stating 'current device was re-used, they were going to implant another ins but at the last minute decided to reuse the current battery.' Pss called the pt back and reviewed. In the meantime, pt found the letter from the hospital. The letter says: "following the programming with the manufacturer representative in the recovery room, was made aware that the ins that was given to hcp to reimplant was the original battery and not the replacement battery that he had planned to implant. Hcp reviewed with surgery tech and confirmed that new battery had been discarded by mistake and had been replaced with old battery that hcp had initially removed. Due to high risk of infection it was recommended that a second surgery to replace the ins could not be immediate. Concerns were shared that surgery was not completed in its entirety due to the battery not being exchanged with the new battery as intended and second surgery had to be scheduled". Pt reported they replaced the lead on (B)(6) 2016 but not the ins. She had to wait for 6 weeks to have another surgery to replace the ins. Caller reports hcp got fired as well as the mdt rep because they stepped away from surgery. The rep was the one who realized that she ended up with the old ins because in the recovery room rep checked and ins was dead. No further complications were reported. Additional information was received from the rep. They were going to reach out to patient. It was also reported that past documentation states (B)(6) 2016: rep did some programming. (B)(6) 2016: patient getting scheduled for a battery replacement. (B)(6) 2016: replaced 8-15 lead. (B)(6) 2016: need to change battery out in december (2016).